Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 1627487-2023-04043. It was reported that the patient was unable to enter ipg to MRI mode due to high impedance. It was also reported that the patient had an infection on the left ipg site. As a result, surgical intervention took place on (B)(6) 2023 where the right lead extension was replaced and the left ipg was explanted to address the issue.

Manufacturer narrative:
Correction: h6: codes were updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.